Event description:
The patient never healed from surgery. Seromas developed at the lead anchor and battery sites. The patient experienced drainage/incisional wound opening, redness and swelling at the device pocket and lead location. The device was explanted. Additional information has been requested.

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no anomaly. Analysis of the lead (s/n (B)(4)) found no significant anomaly, the stimulation lead body was cut through and the product was segmented.

Manufacturer narrative:
Concomitant: product ID 3778-75, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the physician contributed the seromas to the patient¿s lifestyle and heavy tobacco use. The patient¿s current status was unknown.

Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2013 (B)(6), explanted: 2013 (B)(6); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient product ID 3550-29; product type accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.